Manufacturer narrative:
Concomitant medical products: product ID: 3888-45, lot# v331906, implanted: (B)(6) 2009, product type: lead. Product ID: 3888-45, lot# v302548, implanted: (B)(6) 2009, product type: lead. Product ID: 3550-39, lot# n171449, implanted: (B)(6) 2009, product type: accessory. Product ID: 3888-45, lot# v260571, implanted: (B)(6) 2009, product type: lead. Product ID: 3550-39, lot# n137575, implanted: (B)(6) 2009, product type: accessory. Product ID: 37743, serial# (B)(4), product type: programmer, patient. Product ID: 3708220, serial# (B)(4), implanted: (B)(6) 2009, product type: extension. Product ID: 37752, serial# (B)(4), product type: recharger. Product ID: 3708240, serial# (B)(4), implanted: (B)(6) 2009, product type: extension. Product ID: 3708240, serial# (B)(4), implanted: (B)(6) 2012, product type: extension. (B)(4)

Event description:
It was reported that it had been awhile since the last time the patient charged the implantable neurostimulator (ins) fully. They turned everything off a couple of months prior to the report because they were having an operation which was not related to their device. The patient stated they hadn't used it and now wanted to, but didn't think they had to keep the device charged if they weren't using it. However, the patient was unable to recharge and they were getting the reposition antenna screen. They were not able to communicate with the recharger or the patient programmer (pp). The pp was used and the patient was seeing the poor communication screen. The last time the patient felt stimulation was in (B)(6) 2015. It was reviewed that if the time had been greater than three month to consider that the device may be in overdischarge. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that the patient experienced no symptoms related to the overdischarge. The patient called the doctor's office to resolve the overdischarge.